Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was reportedly due to being careless with dietary regimen; however, this could not be clarified or confirmed, therefore, the cause of the event was assessed as unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified intraperitoneal drugs (drug names, doses, frequencies, and durations not reported) and unspecified injections (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient recovered. No additional information is available.